Manufacturer narrative:
(B)(4). Sjm could not evaluate the product involved in this event since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.the results of this investigation are inconclusive because the aso was not returned for evaluation. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause of the reported event remains unknown.

Event description:
The atrial septal defect (asd) measured 15 x 19mm on echo and balloon-sized to 22.3mm with good rims. A 19mm amplatzer septal occluder (aso) device was selected but pulled through to the right atrium. A 22mm aso was then selected, position was confirmed on echo and the device was released. Post-procedure day one, a tee revealed a small, residual leak. The physician suspected the aso had migrated and the patient was to undergo surgery to explant the aso and surgically repair the asd.